Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient never experienced therapeutic effect and high impedances were measured. During an appointment on (B)(6) 2017, impedances were measured to be high on electrode pairs c-8 and 8-11 on the right side. Impedances on the left side and therapy impedances were measured to be within normal range. The implantable neurostimulator (ins) was programmed to 1-, 2+ at 1.5v, 60 usec, and 130 hz on the left side and 9+, 10- at 1.8v, 60 usec, and 130 hz on the right side. The hcp mentioned the patient did have stem cell therapy or parkinson's disease prior to getting deep brain stimulation. No further patient complications were reported. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the cause of the high impedances was not determined. Lead placement was fine. The patient had unilateral stem cell therapy and the patient struggled to tolerate high voltage. Actions included doing a deep brain stimulator (dbs) lead check off their medication. The patient was in the same situation and the issue was not resolved.